Event description:
It was reported that perforation occurred resulting in pericardial effusion with tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and a 27mm watchman laa closure device & delivery system were used. The closure device was deployed. While assessing the release criteria, it was noted that the device moved. Shortly after the patient's pressure dropped. An effusion was observed which immediately turned into tamponade. Pericardiocentesis was performed. When the patient stabilized, they were transferred to surgery with the closure device still attached to the core wire. The surgeon opened the chest to gain access and proceeded to maintain stability. The device was recaptured and removed. The surgeon repaired a tear in the back wall of appendage with a suture. It is unknown if the laa was ligated during surgery. There were no further complications reported and the patient was stable post surgery.